Event description:
Edwards received information that a (B)(6) female underwent tavr using a valve-in-valve (viv) procedure. The original device's implant duration is approximately ten (10) years and the reason for reoperation is due to severe aortic stenosis (mean gradient 42 mmhg). The viv procedure was successful and the patient was transferred in stable condition.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. It was reported that this patient experienced stenosis. Prosthetic valve stenosis can be caused by many potential factors (e.g., calcification, pannus growth). In this case, there is insufficient information to conclusively determine the root cause of this event. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.